Event description:
Residual volume discrepancies were noted on (B)(6) 2010. Patient severity was mild. The outcome was reported as resolved without sequelae on (B)(6) 2010. As per the manufacturer's device registration system the device was replaced on (B)(6) 2010. The drugs infused via the pump were fentanyl 1,000.0 mcg/ml, bupivacaine 4.0 mg/ml and clonidine 250.0 mcg/ml.

Manufacturer narrative:
(B)(4).